Event description:
End user reports he had joystick replaced a few months back, shortly after began having trouble with the chair. When chair comes to a complete stop, will turn off, has to disengage and reengage motor to get the chair moving again. This is an intermittent issue. End user also reports chair flashes 6 times. End user spoke with his dealer, was told it is a motor issue, I spoke with (B)(6), he states its a right brake fault, which can indicate a motor issue.